Event description:
It was reported that the customer's parents assisted in administering the manual injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 370 mg/dl and it was addressed with manual injections. The contact stated that the cartridge and infusion set were changed multiple times. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. The air bubbles were removed when the tubing was primed. Recommendation was made to changed the site. A follow up with the contact indicated that the customer's bg level decreased to the 200's (mg/dl).